Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manage (stm) was dispatched and evaluated the iabp. The stm tested the iabp and performed safety disk leak test as well as k6a,k6,k7,k8 leak test and the iabp passed to specifications. However, the stm observed that the luer cap the customer was using to perform the safety disk leak test did not seal correctly one crm. The stm supplied customer with non inventory luer fitting to perform safety disk leak tests. Stm performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the daily safety disk leak test performed by end user. No patient involvement or adverse event was reported.